Manufacturer narrative:
The reported issue is inconclusive. The root cause of the reported issue could not be determined. Visual evaluation of the returned sample noted 1 opened arctic gel neonatal pad present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Severe kinks in the tubing. Hydrogel was intact with pad and not separated. While no flow issues were observed, the severe kinks in the tubing imply that the pads may have been kinked during use, contributing to the flow issue observed by the user. A DHR review is not required as the serial/lot number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. 1. Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb.) On the pad. Avoid placing the patients over the manifolds or other high-pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. 2. The pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. If this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. Place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). The pads may be removed and reapplied if necessary. Pads should be placed on healthy, clean skin only. 3. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb.) And the potential for rapid patient temperature change, it is recommended to use the following settings to the arctic sun temperature management system: water temperature high limit: less than or equal to 40 degrees c (104 degrees f). Water temperature low limit: greater than or equal to 10 degrees c (50 degrees f). Control strategy: 4. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb.) It is recommended to use the patient temperature high and patient temperature low alert settings. 5. Place a core patient temperature probe and connect to the arctic sun temperature management system patient temperature 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. 6. Verify patient core temperature with an independent temperature probe before and at regular intervals during use. 7. Attach the pad¿s line connectors to the fluid delivery line manifolds. 8. See arctic sun temperature management system operators manual and help screens for detailed instructions on system use. 9. Begin treating the patient. 10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. 11. When finished, purge water from pad. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting low flow (02) alert. Flow rate (fr) was 0.8lpm. Guided to system diagnostics showed that the system hours were 3399, pump hours were 3296, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 40 percentage, flow rate (fr) was 0.8lpm. Disconnected and reconnected pad using proper technique, ensured tubing was straight or unobstructed. Flow rate (fr) fluctuated from 0.4lpm-0.8lpm, no change in diagnostics. They stated one of the sides of the pad tubing appeared flat and water was not flowing. They replaced pad and advised to save the pad for investigation. If this did not resolve the issue they should page again. No further calls from this account. Per sample evaluation results received via task on 05sep2024, it was reported that the customer returned an additional used neonatal gel pad.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting low flow (02) alert. Flow rate (fr) was 0.8lpm. Guided to system diagnostics showed that the system hours were 3399, pump hours were 3296, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 40 percentage, flow rate (fr) was 0.8lpm. Disconnected and reconnected pad using proper technique, ensured tubing was straight or unobstructed. Flow rate (fr) fluctuated from 0.4lpm-0.8lpm, no change in diagnostics. They stated one of the sides of the pad tubing appeared flat and water was not flowing. They replaced pad and advised to save the pad for investigation. If this did not resolve the issue they should page again. No further calls from this account. Per sample evaluation results received via task on 05sep2024, it was reported that the customer returned an additional used neonatal gel pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.